Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with a corneal abrasion in the left eye, at the one day postoperative visit. Additional info was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).